Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported of right ventricular (rv) lead could possibly be not working appropriately. The patient will inform the physician. Attempts to obtain additional information were unsuccessful. The rv lead remains in service. No adverse patient effects were reported.

Event description:
A report for the allegation against this lead was already submitted in MDR #2124215-2016-04725.